Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture and sensing problem. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one-piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. The full helix extension length was measured within specifications. The reported events of loss of capture and sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. A computed tomography (CT) scan revealed that the right ventricular (rv) lead had been dislodged. During the lead repositioning procedure, it was discovered that the rv lead exhibited low sensing and a high pacing threshold, resulting in a loss of capture. Additionally, the rv lead¿s helix failed to extend. The rv lead was explanted and replaced. The patient remained in stable condition.